Event description:
The reporter stated that she did back to back blood glucose tests with results of 150 and 266mg/dl. Her tests were within minutes, using separate finger sticks. She did not have any symptoms. A control solution test was not done due to unavailibility of supplies.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8